Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). The device is not available for return. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown procedure, the distal cap fell off from the device into the patient esophagus. The distal cap was retrieved from the patient body. There is no harm or adverse impact to the patient. There are two devices associated with this event: scope and the distal cap.

Event description:
Addendum jan 25, 2023: customer confirmed there is no harm to the patient due to this event. Patient current status is deceased. The procedure was therapeutic endoscopic retrograde cholangiopancreatography (ercp). The patient did not need to be given additional anesthesia. The distal cover was inspected prior to use with no anomalies noted. No anti-fog agent used for the scope lens. There were no chemicals used during the procedure that could adhere to the tip of the scope or the distal cover (e.g. Lubricant, defoamer, etc.). After attaching the distal cover to the scope, the distal cover was inspected for damages. No damages were observed. Once the distal cover was attached to the scope, the distal cover was pulled on gently to make sure the connection with the scope was secure. His endoscope has never been serviced by a third party. Addendum feb 6, 2023: the subsequent decease of the patient is not considered by the customer to be related to this event. This event is not considered by the customer to be a contributing factor to the death of the patient. That the distal cover was detached from the scope was noted when the scope was removed from the patient. Another esophagogastroduodenoscopy (egd) procedure was required to discover the fallen distal cover. The distal cover was found in the esophagus of the patient and was removed with a snare. There was no delay to the procedure which was completed successfully.

Manufacturer narrative:
Additional information has been received for this event from the customer. Correction being made to component code. This supplemental report is being submitted to provide this information. No information was provided on other devices used in the event. Patient initials are (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due to the following: there were inadequacies in attachment of the cover that were not detected by the user at that time. The cover received stress during procedure such as frictional load by twisting / pushing / pulling the scope in body. However, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received on pre-existing medical conditions of the patient: malignant duodenal mass.